Event description:
False negative result(s). On the fence if these things are reliable or a total waste of money. Husband tested positive at doctor thurs. Tested negative friday, saturday, sunday, monday, tuesday. Symptoms were no more than a basic cold. Called manufacturer to see how reliable these things are and was told negative results are 100% accurate and positive results are 93% accurate. They opened up a support ticket and made it seem all official that they would be looking into this. Never followed up or did anything. Feel like I wasted my money not only with these, but with the doctor as well. When will a cold just be a cold again? Did we really need to miss a weeks worth of work? Not convinced these were worth anything.